Manufacturer narrative:
As the drain was not returned there is no way to determine if the express mini 500 chest drain was performing improperly. All chest drains are 100% vacuum pressure leak tested to ensure the integrity of the chest drain in process prior to packaging. As the complaint details indicate the product lot number was not provided. If the product lot number had been provided a full review of the device history records would have been reviewed to ensure there were no non-conformances during the manufacturing build that would have affected the performance of the chest drain in regards to leaks and to ensure all quality inspections were performed properly. Based on the complaint details the drain was leaking and needed to be drained every two days. This amount of fluid would indicate that the chest drain capacity was not adequate for the amount of fluid being discharged. The patient was currently back in the hospital for treatment using a regular chest tube. The details provided also indicate that the patient would place the chest drain in the passenger's seat of his car or between his legs while driving. The instructions for use specify the following: chest drain must be kept below the patient's chest in an upright position. Do not use if fluid drainage is expected to be in excess of 500 ml per day. Replace chest drain if damaged or when collection volume meets or exceeds maximum capacity. Because the express mini 500 chest drain was not returned there is no way to determine the cause of the complaint. Functional testing of the drain would have been performed if the drain was returned to determine the cause of the complaint. Based on the details of the complaint atrium can find no fault with the product. It is possible that the drain was full of fluid and not placed in the upright position as specified in the instruction for use. Clinical evaluation: fluid in the pleural space is called pleural effusion. The fluid may be lymph (chylothorax), pus (empyema), blood (hemothorax), or non-specific serous fluid. The mechanism of distress in pleural effusion is direct compression of lung tissue; the fluid occupies space the lung would usually fill. On examination, you would detect muffled or absent breath sounds and dullness to percussion. A pleural effusion requires thoracentesis (needle aspiration) if it is small or chest tube insertion if there is a larger volume to drain. Pneumonia is treated with medical management, antibiotics in some cases and oxygen therapy if necessary. The express mini 500 drain is indicated to evacuate air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It is also indicated to facilitate early ambulation of post-surgical patients who require chest drainage. Any drain will leak if it is not maintained properly, if it is tipped over, if it overfills, or if the correct size drain is selected. The instructions for use (IFU) warn to not use if the fluid drainage is expected to be in excess of 500 ml per day. The IFU also warns that the chest drain must be kept in an upright position.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 1219977-2017-00089.

Event description:
Received a report from a patient stating that he had to go to the hospital because the top part of an express mini was leaking.